Manufacturer narrative:
Evaluation in progress.

Event description:
"Based on our initial assessment, we knew there were two focal areas of concern. Prior to the advancement of the initial device, the surgeon pre-dilated the artery with a series of dilators. (12fr, 16fr, 18fr, 20fr). Thereafter, the 1st delivery system was able to be advanced and successfully deployed. The secondary sheath was one french larger, which we knew. So he decided to angioplasty using an 8x4 mustang balloon & also pass multiple dilators prior to the advancement the second device. The second device will not pass beyond the point of the internal iliac on the right side. Few attempts were given and after the removal of the second device a 12 fr sheath was placed and a hand injection was preformed to visualize the right iliac. At this point, a disruption was noted in the right external iliac distal to the internal artery. The surgeon decided to implant an 8mm x 75mm viabahn to cover the iliac disruption. That this point a clinical decision was made to stop the procedure and let the patient recover." "Patient outcome: per my recent conversation with the surgeon, the patient has since been discharged and doing well. He has also seen her for her post-op visit in his office and noted to be doing well."